Manufacturer narrative:
(B)(4). No further information is available. If the additional information or the sample becomes available, a follow up report will be submitted.

Event description:
Baxter (B)(4) received a report that a leak from the cassette was observed when the set was removed from a yume machine. There was no patient injury / medical intervention. The actual sample is available for evaluation.